Event description:
It was reported that a portion of the lead was left in the patient's body during the explant procedure. The investigation did not determine which lead had a portion left inside the patient's body.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7828118.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.